Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the doctor couldn't get a consistent graft while using the zimmer air dermatome. The doctor ended up with fragmented grafts. The patient needed extensive grafting and this issue made it very difficult for the doctor. Extended anesthesia time, and required the doctor to take more grafts than needed."